Event description:
Dialysis treatment started at 8:30 a.m. At 9:15 a.m. Pt noted to be very pale, hypotensive, bradycardic. Suspected ventilator malfunction. Pt disconnected from vent and ambued. Code called. Pt subsequently expired in 8/2001. Unable to determine if event caused or contributed to their subsequent expiration. Do not believe device malfunctioned. Charger plug was not adequately engaged, battery ran low. Low battery alarm sounded but was ignored because was same tone as dialysis alarms. Battery found completely dead. Had never had battery maintenance. Needed charge - discharge cycle as indicated in manual.